Event description:
It was reported that the ultrasonic air sensor (uas) latch broke off. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the manager of open heart surgery, there were no patient issues associated with this complaint. The user facility's biomedical engineer (biomed) is ordering a replacement part and making repairs himself. The biomed did not keep the suspect latch for return to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.